Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. Alleged failure: over heating . The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be an electrical short internal to the ceramic (location unable to be observed during visual inspection, requires milling of ceramic in order to verify) or an error with the associated console used during surgery. The reported failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported device over heated.

Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported device over heated.